Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing implantable cardioverter defibrillator (ICD) triggered an alert on this right ventricular (rv) lead. Review found the rv pace impedances had increased and had gone out of range. The impedances values rose from around 400 ohms, to 800 ohms, then to 2000 ohms. After the out of range values were observed, the impedances dropped back down. In addition, one episode of noise was found. The noise could be reproduced when the patient pressed their hands together. The noise did not result in any inhibition. At this time, the products remain in service and the physician has elected to continue monitoring the patient. There have been no adverse patient effects reported.

Event description:
Additional information was received regarding the revision procedure. The initial procedure was scheduled due to the out of range impedances. During the procedure, the physician discovered the header had become slightly separated from the device. The device was then removed and the rv lead was tested. The rv lead showed stable impedances between 340-380 ohms, but as a precaution, the physician still elected to surgically abandoned and replace the lead. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned and the ICD was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.